Event description:
Device #1 of 2. Reference MFR report 1627487-2014-26494. It was reported the patient is not receiving effective stimulation with the current scs system. The patient's pain is in her back and she had effective stimulation; however, it is suspected the lead moved after an episode of vomiting. Surgical intervention is pending to implant a pns system (off-label); however, the dorsal column lead will remain in place.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.